Manufacturer narrative:
Pending receipt of further information and return of device for analysis, if explanted. Multiple follow-up attempts have been unsuccessful as the pain clinic phone number routes straight to voicemail and messages have not been returned. A supplemental MDR will be submitted if/when new information is received. Internal complaint number: (B)(4).

Event description:
A message was received from a pain clinic that read, "[reporter] is giving you a report that whenever [the patient] gets a refill, [the patient] gets overdosed and it is severe that [the patient] ends up in an ambulance." Further follow-up attempts have not been successful.